Event description:
The customer received questionable results for thyrotropin (tsh) on four patient samples. Of those four, it was determined that three samples had erroneous tsh results that were reported outside of the laboratory. The customer indicated the issue was ongoing and that the samples they are questioning are not consecutive. They will have a high result, then 20 normal results and then another high result, with no pattern. The customer indicated that other assays are not affected. The customer has been sending samples to a reference lab for repeat testing. The reference laboratory uses an abbott architect instrument. All units are in uiu/ml. Patient 1 had an initial tsh result of 5.0, which was reported outside of the laboratory. The sample generated a repeat result of 3.7. The customer deemed the repeat result to be correct, and issued a corrected result. There was no adverse event. Patient 2 had an initial tsh result of 7.2, which was reported outside of the laboratory. The sample generated a repeat result of 5.5. The customer deemed the repeat result to be correct, and issued a corrected result. There was no adverse event. Patient 3 had an initial tsh result of 6.8, which was reported outside of the laboratory. The sample generated a repeat result of 2.3. The customer deemed the repeat result to be correct, and issued a corrected result. There was no adverse event. The lot number of tsh reagent in use was 17448201, with an expiration date of 06/30/2014. The field service representative found the photo multiplier tube (pmt) high voltage was too high. He adjusted the pmt high voltage, and ran an initial blank cell. He also did performance testing, which passed. On further follow up with the customer, they indicated the issue persisted after the service visit. (B)(6).

Manufacturer narrative:
On follow up with the customer, the customer indicated they have been "fine" and are reporting tsh from the instrument.

Manufacturer narrative:
The investigation could not determine a specific root cause. After evaluating the data, it was noted that the pmt voltage may have been the root cause of the erroneous results. It was also determined that a general reagent issue could not be identified. Additional root causes for the issue could be incorrect sample preparation, cross contamination in the laboratory or an issue with the reagent handing, storage or transport. However, these causes could not be confirmed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.